Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported that the roller pump displayed an "overcurrent" error message. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a patient as a result of this event.